Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision with an unknown silicone prosthesis experienced right sided breast pain and left-sided silent rupture post procedure. The ultrasound/ mammogram confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information was received on 25-jan-2024. Copies of the alcl questionnaire, post-operative pathology report, final report of the diagnostic mammogram, and post-operative progress report. Summary of the relevant information provided in the alcl questionnaire: the patient¿s breast implant history is unknown. The patient was implanted in 2005 with mentor silicone breast implants, the right implant was 200cc and the left implant was 275cc. The device information was not provided. The suspected bia-alcl diagnosis was made on (B)(6) 2023, when the patient was referred to a breast surgeon. Lymphoma cells were not detected in either of the breast capsules. Cd30 was negative and the alk result was unknown. There was fluid surrounding the implant on imaging. On (B)(6) 2023, bilateral baker grade IV capsular contracture was observed. Explantation/replacement surgery was performed on (B)(6) 2024. The patient was implanted with non-mentor breast implants. The was last contacted on (B)(6) 2024 with no evidence of bia-alcl. Summary of the relevant information provided in the post-operative pathology report: a) right breast capsule: fibrous pseudocapsule with granulomatous response to silicone. Cd30 immunohistochemical stain performed with adequate controls is negative. B) left breast capsule: fibrous pseudocapsule with granulomatous response to silicone. Cd30 immunohistochemical stain performed with adequate controls is negative. ¿there is no evidence of lymphoma in the sampled tissue. Cd30 immunohistochemical stain performed with adequate controls is negative¿. Summary of the relevant information provided in the diagnostic mammogram performed on (B)(6) 2023: the patient complained of chronic lateral left breast pain radiating to the left axilla for the past three years. Per the findings, there was a stable bilateral diagnostic mammogram without evidence of malignancy. There was focal subpectoral fluid collections along the left breast implant. Summary of the relevant information provided in the post-operative note: bilateral explantation/replacement surgery was performed on (B)(6) 2024. The patient was diagnosed with bilateral breast ptosis, bilateral ruptured breast implants, and bilateral baker grade IV capsular contracture. Non-mentor breast implants were placed during this surgery. Based on the additional information received on 25-jan-2024, this case will no longer be categorized as ¿suspected¿ bia-alcl. The clinical information provided supports that this case is not consistent with a bia-alcl diagnosis. The file will be re-reviewed if additional information is received at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 29, 2023, patient left side did not have any issue with rupture. The patient had breast implant removal surgery on (B)(6) 2024. Reason for device explant and/or reoperation: no sign or symptoms of patient involvement. This report relates to the left side. Manufacturer¿s reference number: (B)(4).